Event description:
--

Manufacturer narrative:
All available information indicates the device remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
--

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited a high out of range shock impedance measurement. The lead was tested by delivering two shocks and impedance was within normal range both times. The lead remains implanted. There were no adverse patient effects reported.